Event description:
Pt reported obtaining back-to-back blood glucose results of 208 mg/dl and 47 mg/dl, while using the suspect device. Pt indicated that, at the time the results were obtained, she not exhibiting symptoms of hypoglycemia. Pt self-treated, based on the value of 47 mg/dl, by drinking orange juice. Pt reportedly retested blood glucose, several mins later, and obtained a result of 52 mg/dl. No pt injury was reported and no treatment was received. Qc testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped.